Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's atrial and right ventricular lead had dislodged. The leads were capped and replaced. No further information was available.

Event description:
It was reported that the patient's atrial had dislodged. The lead was repositioned on (B)(6) 2018. The lead was electively explanted on (B)(6) 2018. The patient was stable throughout the procedure.